Event description:
It was reported that the part of the red lure connector was detached during the catheter use. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of luer detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20cm powertrialysis dialysis catheter. Usage residues were abundant throughout the sample. Tape was wrapped around the red-luered extension tubing. The tape was removed which revealed that the red locking collar was detached from the luer adapter and had slid partially down the tube. The white strain-relief sleeve was bunched on the extension tubing. Microscopic inspection of the sample revealed the red luer adapter and locking collar to be well-formed and unremarkable. Tactile inspection of the sample revealed tensile weakness throughout the red and blue-luered extension tubes. The tensile weakness suggested that pulling stress contributed to the observed detachment; however, it could not be determined if an additional unidentified factor(s) also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the part of the red lure connector was detached during the catheter use. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the part of the red lure connector was detached during the catheter use. There was no reported patient injury. No other information was provided.